Event description:
It was reported that an asymptomatic patient presented in the clinic with a stored episode of non-sustained oversensing. Review of the egm revealed low amplitude ventricular oversensed signals. Programming changes were recommended. The patient will be monitored.

Event description:
New information received notes that a merlin.net transmission revealed non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were recommended. The patient was scheduled for programming changes for the initial event that occurred in may, but this subsequent event occurred prior to the scheduled visit.

Event description:
New information received notes that the device had been reprogrammed in the past, an incident of post-paced t-wave oversensing was reported again at a recent follow-up visit. The patient was secluded for further programming changes.